Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Alarm the customer was treated with bolus. Customer's blood glucose at time of incident was 512 mg/dl and current blood glucose was 246 mg/dl. Customer declined troubleshoot for high blood level. The product was returned for analysis.